Manufacturer narrative:
The reported overheating was not able to be confirmed by a manufacturer repair technician through visual inspection. Upon disassembly for visual examination, no components were identified which would have likely caused or contributed to the reported failure. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during testing conducted by a manufacturer sales representative the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted by a manufacturer sales representative the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress.